Manufacturer narrative:
It is indicated that the charger will not be returned for analysis. A review of the manufacturing documentation for the charger revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a first degree burn at the pocket site due to charging. The patient had blister over the implant site which now turned to a scab. The patient is doing well for now.